Event description:
It was reported that the nozzle on the device snapped off and fluid sprayed. The nozzle broke at the end of the device that connects with fluid. The nozzle did not fall into the wound site. The fluid was a combination of saline and the pt's blood. The fluid sprayed the side of the nurse's face and her surgical mask. The pt did not have any known blood borne pathogens. The nurse did not require any medical treatment or blood tests for the fluid that sprayed. A back-up device was retrieved and the procedure was completed without delay.

Manufacturer narrative:
The device will not be returned to the MFR for eval.